Event description:
In 2006, the abcess drainage catheter was placed in a male pt for a pancreatic abscess. The pt was seen in the ER five days later with a fever and what appeared to be a kink in the catheter. It was thought, the kink in the catheter lead to the fever, due to inability to drain. According to the reporter, this event has occurred previously with two different pts. However, no add'l info is known relative to these two other events.

Manufacturer narrative:
Eval: no product was returned and no lot number was provided. Unfortunately, at this time, it is not possible to determine how the device became kinked. Since this device is inspected 100% to confirm that the surface is clean and free of damage prior to transport; it is feasible to suggest that the tubing became kinked as a result of placement or due to pt's anatomy.